Manufacturer narrative:
Continued from concomitant products: 250 ml exactamix baxter infusion bag; td unk. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The report of leaking tubing was not confirmed or replicated. Visual inspection showed a thick grey residue on the exterior of the connection between the filtered set and the bi-fuse set, indicating a potential leak site. This same residue was present on the exterior of the male luer barb of the bi-fuse set. Functional testing showed no leaking or other anomalies. A root cause for the reported failure was not determined.

Event description:
The customer reported that the tubing leaked while connected to a patient. The IV bag received with the tubing was labeled to contain 194.4 ml of tpn to be infused at 8.1 ml/hr. There was no report of patient harm.